Event description:
During baxter's evaluation of a spectrum pump, evidence of device tampering was discovered. It is unknown where or not the device was used on a patient after it was tampered with by the customer.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation found evidence that the customer adulterated the pump. The input/output printed circuit board is not original to device (B)(4). This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed form service.